Event description:
A pt called to report it is difficult to see at near distance with his right eye following intraocular lens implant surgery. He reports his distance vision is good. A monofocal lens model is implanted in the left eye. Add'l info has been requested from the implanting surgeon.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.